Event description:
Implanting surgeon reported "change in breast density, soreness. Contracture as per breast ultrasound." Capsular contracture baker grade iii. The device has been removed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. (B)(4). Reason for reoperation: "change in breast density, soreness. Contracture as per breast ultrasound."